Event description:
Philips received information from the customer that reported after completing the surview scan and while planning the clinical scan, the table moved at full speed into the gantry and continued until it reached the mechanical stop. The customer immediately suspended the exam. There was no report of pt or operator harm.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross-reference: (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer reported that after completing the surview scan and while planning the clinical scan, the table moved at full speed into the gantry and continued until it reached the mechanical stop. The customer immediately suspended the exam. There was no report of harm to a patient, operator or bystander associated with this issue. The operator was able to successfully remove the patient from the system in a controlled fashion. The operator contacted the philips help desk to inform about the incident and the philips field service engineer (fse) was dispatched. The fse evaluated the system and determined that a wire in the 120vac brush had shorted with a signal brush causing the uncommanded couch motion. The fse replaced the brush block signal and the potentiometer which resolved the issue. After this service, there have been no further recurrences at the site. CT engineering investigated the log files and the images provided by the fse. Upon evaluation, CT engineering confirmed that the reported uncommanded movement was due to a short in the brush block signal. CT engineering determined this issue to be an acceptable risk. The fse replaced the brush block signal and the potentiometer to resolve the issue. CT engineering confirmed that the 120vac brush shorted with a signal brush.

Event description:
Philips received information from the customer that reported after completing the surview scan and while planning the clinical scan, the table moved at full speed into the gantry and continued until it reached the mechanical stop. The customer immediately suspended the exam. There was no report of patient or operator harm.